Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow and ok keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. The reporter alleged that the some of the keypad button symbols were worn off. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached in a pocket and cleaned the pump with light soap and water. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission 10/30/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow and ok keypad buttons were found to be intermittently unresponsive and required multiple presses to elicit a response; the contrast button responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - correction: the previously reported results inadvertently omitted the findings on the down arrow button. The down arrow button was found to be intermittently unresponsive.